Manufacturer narrative:
Evaluation narrative - one powermax elite motor drive unit, part number 72200616 was received on (B)(6) 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the product and no damage was found. Complaint of overheating could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 30 minutes. Unit passed functional tests on both dyonics power, dii and dii eip test control units with and without footswitch. Current draw was below average for this product and overheating did not occur during functional testing. All functions performed as expected. No problem found.(B)(4).

Event description:
Additional information: the procedure was a hip arthroscopy. A back-up hand piece was available and used. It was reported that there was no delay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax elite hand control became too hot to handle during a procedure. It is unknown what was used to complete the procedure, or if there was any procedural delay. There is no report of injury to either the patient or the user facility staff.